Event description:
The customer reported that the sensor readings were in the 50-60 range when his blood glucose was in the 180-190 mg/dl range. The customer stated he had been calibrating up to five or six times per day. He further reported the threshold suspend function on the insulin pump was being activated every other day by false low blood glucose sensor readings. The customer stated that upon removal, mos often the sensor was bent or crimped and he had not used the sensor in two to three weeks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report # 2032227-2014-18031.